Event description:
Caller reported potential false negative urine hcg results using medi-lab performance hcg urine test-cassette in comparison to a quantitive serum results of 249 miu/ml. Patient's last menstrual period was on (B)(6) 2013. The first morning urine was not used. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation: no investigation can be performed without lot number. Conclusion: patient's urine sample was not a first morning urine. Urine may have been dilute due to hydration status or other exogenous factors. Customer did not provided a lot number. Unable to perform further investigation to determine root cause. This issue will be tracked and trended.